Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data regarding the lead was received and analyzed. Analysis revealed two patient alerts for rv pacing lead impedance greater than 3000 ohms on 2012 (B)(4) and 2012 (B)(4). Weekly pace trend data showed a gradual increase for minimum and maximum ventricular pacing equal to 880 to 16,382 ohms (peak) between 2012 (B)(4) and 2013 (B)(4). (B)(4).

Event description:
It was reported that a fracture of the right ventricular (rv) lead was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the right ventricular (rv) def ibrillation coil developed a fracture due to flexing while in vivo.